Manufacturer narrative:
Cont e1 phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around left implant, rupture.

Event description:
Healthcare profressional reported left side device rupture with fluid found around the implant diagnosed via ultrasound. The device has been explanted with a complete capsulectomy. The capsule and fluid have been sent to pathology. Pathology results of the fluid found chronic inflammatory fluid with no neoplastic cells identified. Pathology results of the capsule found the capsule to be mildly inflammed with no signs of malignancy subject to current anti-cd30 antibodies.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed one opening assessed as fold flaw opening. Seroma-late-breast: unable to observe since it is not related to the device. Inflammation/irritation-breast: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare profressional reported left side device rupture with fluid found around the implant diagnosed via ultrasound. The device has been explanted with a complete capsulectomy. The capsule and fluid have been sent to pathology. Pathology results of the fluid found chronic inflammatory fluid with no neoplastic cells identified. Pathology results of the capsule found the capsule to be mildly inflammed with no signs of malignancy subject to current anti-cd30 antibodies.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side device rupture with fluid found around the implant diagnosed via ultrasound. The device has been explanted with a complete capsulectomy. The capsule and fluid have been sent to pathology. Pathology results of the fluid found chronic inflammatory fluid with no neoplastic cells identified. Pathology results of the capsule found the capsule to be mildly inflamed with no signs of malignancy subject to current anti-cd30 antibodies.